Event description:
Pt has had consistently elevated ldh, decreased haptoglobin, increased free hgb, and decreased renal function. The patient also had a power surge, on (B)(6) 2013, to 8.8. Prior to admission, the pt could hear vad hum which was new.